Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpacking. Of a 2.75 x 38 mm xience alpine stent delivery system there was slight resistance removing the protective sheath and the stent dislodged inside the sheath. The device was not used. A second 2.75 x 38 mm xience alpine stent was successfully deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.